Event description:
A discordant immulite 2500 third generation prostate specific antigen (sps) result was obtained on one patient sample. This sample was run neat. The same sample was diluted at x40 and this result was reported to the physician. The physician questioned the result and another sample was tested and reported. There was no known report of adverse health consequences due to the discordant sps result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked all sample and reagent probe positions and adjusted the sample probe bottom and all dilution well z axis positions. The cause of the discordant sps result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.